Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that during the implant procedure, the lead was unable to be inserted into the introducer due to the patient¿s tortuous anatomy. The lead was removed and it was noted that the helix was extended and could not be retracted. It was unknown if the lead helix extended due to the ¿rough¿ physical handling or if it was extended direct from the factory. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.